Event description:
Multiple caps and connectors were found loose in the pack. It was reported that the incident occurred prior to use.

Manufacturer narrative:
The component was not returned for evaluation. If the product becomes available, an evaluation will be performed and a follow-up report submitted.